Event description:
It was reported that a homechoice's heater bag would not refill from the supply bag, so the patient had been disconnecting the heater bag and replacing it with another bag. The technical service representative (tsr) explained the setup was compromised when they disconnected the bag. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.